Manufacturer narrative:
It was indicated the product would not be returned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow-up. Two non-sustained episodes were recorded in the device memory. Upon review, there was noise, oversensing and four seconds of asystole on the right ventricular (rv) lead for this pacemaker dependent patient. The patient did not report any symptoms during the episodes. All electrical measurements were appropriate. Noise was reproduced with maneuvers, but was not sensed by the device. The rv sensitivity was reprogrammed until a lead revision could be performed. The device and rv lead were explanted and replaced. No additional adverse patient effects were reported.